Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that when inserting a syringe into a new insulin vial, the insulin appeared soapy and filled with small bubbles. The user provided photos of the affected vial and an unused one for comparison. The agent obtained the cartridge kit lot number, advised the user to follow up with their pharmacy, and arranged a replacement cartridge kit. The user used a third-party syringe without further issues. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.